Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded button keypad traces. No display anomaly was noted. The insulin pump had a cracked display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Prior to this, the numbers were ramping up on the screen and the customer changed the battery. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 263 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.